Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2014 at 11:08:42. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device received an internal/external inspection. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted."